Event description:
A report was received that the patient was experiencing headaches, fever and pain over the lead and implant site. Upon examination, it was discovered that the patient had pus at the ipg site along with a small infection around the leads and lead wound. The patient was put on clindamycin for the infection. The physician chose to explant the patient's precision system.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility and will not be returned for evaluation. A review of the manufacturing documentation of the explanted devices found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.